Event description:
Customer reported the following via e-mail: "6t 5/12 - pump delivered 100cc instead of the programmed 50cc. Uhs currently locating the pump for testing." The customer further stated that "secondary acetaminophen in a 100 'piggy-back' to be delivered in 2 doses of 50 ml each every 4 hours." The primary was lactate ringers at 80 ml/hour. Customer added that they suspect the roller clamp was not applied on the secondary tubing set after the first 50cc was infused. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Device not received, log review pending. Customer has provided event logs for eval and the data set has been requested. A f/u report will be submitted once the investigation has been completed.